Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent partially deployed and became stretched. A 6x200mm innova self-expanding stent system was selected for a procedure in the superficial femoral artery. The physician initiated deployment of the stent in the sfa by rolling back the thumbwheel. However, after approximately 60mm the stent stopped deploying. Ultimately, the stent delivery system came apart in pieces and the stent stretched all the down the anterior tibial. The stent was not able to be removed. The physician ballooned the stent the bet he could to maintain blood flow. There were no additional patient complications.